Event description:
It was reported that a previously implanted cancellous screw is bent. The original procedure, a fusion of pip/mtp joints, was done approximately three (3) months ago. The synthes screw is a 6.5 mm cancellous bone screw, 32 mm thread, 95 mm length, implanted retrograde through the big toe (first distal phalanx), starting at the end of the big toe into the foot. It is bent 7-10 degrees just above where the threads meet the shaft. There were x-rays taken on an unknown date which indicate possible soft tissue damage on the big toe. In addition to the synthes cancellous screw, it was also reported that the patient has a competitor's plate and screws implanted. Reports indicate that those screws have backed out. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Original implant was reported as being approximately three (3) months ago ¿ around (B)(6) 2014. It was reported that there is the potential for a revision/removal of the hardware, but nothing has been scheduled as of yet. Device currently remains in the patient. It may become available for return at a later date. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.